Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a procedure, the patient came back for irrigation and debridement due to abscess from the suture.